Event description:
It was reported that the patient was admitted to the health care facility to perform a pocket revision due to pain experienced because of the initial pocket sizing involving the implant of this pacemaker system. This pacemaker remains in service. No additional adverse patient effects were reported.